Event description:
The customer reported an ECG cable failure with no other info. There were no reports of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.